Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-02852, 2134265-2016-03033. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. During performing pull back, it stopped halfway. However, it recovered when they took the motor drive unit connector out and put it back, then turned ilab off/on. No patient complications were reported.